Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148 - 2024 - 10585 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported, the video system center had error code b31. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional data: b3, b5, d10, h4.

Event description:
Upon follow up, it was reported the event occurred during an unspecified procedure. The camera lost power due to a static storm. The procedure was completed using a similar device.